Manufacturer narrative:
H3: product analysis: evaluation determined that the handpiece caused continuous rotation. The likely cause of failure determined that damage to the switch part. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow-up, it was reported that there was no issue with the motor involved in the event.

Manufacturer narrative:
Product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the posterior spinal fusion (plif) procedure, switch for the safe function on the hand switch stopped working, causing the device to operate even when turned off. The rotation would not stop even when the hand was removed from the hand switch, requiring the ipc console to be powered off to stop it.  After the operation, an inspection revealed that the magnet part onthe back of the hand switch was broken and had fallen off, and the magnet was stuck to the handpiece. No patient impact reported. It was also reported that there was no intervention performed, no damaged piece remained in the patient's body and there was 60 mins delay in procedure.  The procedure was completed with the reported product(s).